Event description:
Upon deployment, the right atrial disc of the 30mm amplatzer cribriform occluder deformed and did not return to its original configuration. The device was released from the delivery cable, despite the deformation, in hopes the device tension would be released and the device would retain its original configuration; however, this did not occur. The device was successfully snared and another 30mm cribriform occluder was successfully implanted. Additional information has been requested, including imaging of the implant procedure and patient information, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The amplatzer cribriform occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test 8f amplatzer torqvue delivery system, the device was retracted into the loader and upon deployment, the device deformed with the distal disc bowl-shaped and the proximal disc bubbled. Our investigation was able to reproduce the performance described. We are continuing to investigate to understand the many factors involved in device deformation. We have implemented manufacturing changes to further improve the performance of these devices, and will continue to do so as we identify additional factors affecting device deformation. Additionally, the following warning is stated in the amplatzer cribriform occluder instructions for use: do not release the amplatzer cribriform occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device.